Manufacturer narrative:
This report contains correction in section e1 initial reporter title, e1 initial reporter first name, e1 initial reporter last name and e3 occupation.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited crosstalk oversensing. Technical services (ts) reviewed and stated that there was unexpected left ventricular (lv) sensing marker seen. The device appeared having only rv lead implanted and lv sensing was enabled. There was ra and lv plug connected to the header port. Ts stated that when a port plug was used there could be a possibility of phantom crosstalk where signals may be seen while no lead was connected. Ts recommended to consider turning off lv sensing which was currently programmed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited crosstalk oversensing. Technical services (ts) reviewed and stated that there was unexpected left ventricular (lv) sensing marker seen. The device appeared having only rv lead implanted and lv sensing was enabled. There was ra and lv plug connected to the header port. Ts stated that when a port plug was used there could be a possibility of phantom crosstalk where signals may be seen while no lead was connected. Ts recommended to consider turning off lv sensing which was currently programmed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited crosstalk oversensing. Technical services (ts) reviewed and stated that there was unexpected left ventricular (lv) sensing marker seen. The device appeared having only rv lead implanted and lv sensing was enabled. There was ra and lv plug connected to the header port. Ts stated that when a port plug was used there could be a possibility of phantom crosstalk where signals may be seen while no lead was connected. Ts recommended to consider turning off lv sensing which was currently programmed. This device remains in service. No adverse patient effects were reported. Additional information received indicated that there were high lv thresholds. The physician tried to do left bundle branch pacing however due to patient condition it was not possible. This device remains in service.

Manufacturer narrative:
This report contains additional information in section e1 initial reporter email, section b5 describe event or problem and h6 device codes. This report contains correction in section e1 initial reporter title, e1 initial reporter first name, e1 initial reporter last name and e3 occupation.